Event description:
The customer reported the system's motorized function was inoperable. No pt or staff injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The servo amp connector was replaced and oil applied to the mechanical portion. The system was then found to be working as intended.